Manufacturer narrative:
The device was discarded and not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye, the surgeon noticed an approximately 4mm crack in the lens optic starting near the optic/haptic junction and extending towards the center of the lens. The iol was removed from the eye and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. A suture was placed across the main incision to close the wound. In the surgeon's opinion, the most likely cause of event is the defective lens. Patient prognosis is stable.

Manufacturer narrative:
Additional info: g3, h2, h6, h11. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Corrective measures have been identified to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.